Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? It is reported that on the fourth firing, the device fired u shaped staples. Did the device cut tissue at that time? If yes, describe what was done to manage the bleeding and complete the stapling. Quantify the amount of blood loss. What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain?

Event description:
It was reported that during an unknown procedure, the device fired well for the first couple of firings, but on the 4th firing, it fired 'u' shaped staples. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.